Event description:
Medtronic received information that approximately five days following the implant of a transcatheter bioprosthetic valve, the patient expired due to groin bleeding that resulted from a failed abbott perclose closure device. It is unknown whether an autopsy was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).